Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter: consumer reported he is not able to close safeclip after use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023 h6: investigation summary customer returned 1 needle clipping device safe clip from the lot# 9126022. It was reported by the consumer that he is not able to close safe clip after use. Safe clip was visually examined and observed no damages. Safe clip was tested to cut the needle and also was able to open/close the safe clip properly after cutting the needle without any issues. Safe clip was working as intended without any issues. Hence, the alleged issue could not be confirmed based on the sample return for the investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch. Based on the sample received, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfimred. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: na.

Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter: consumer reported he is not able to close safeclip after use.